Event description:
On (B)(6) 2019, neotract was contacted by a physician that experienced difficulty with a delivery device during a successfully completed prostatic urethral lift (pul) procedure. During the procedure, the physician contacted neotract for support to successfully remove the delivery device. However, he was concerned that the needle may have fragmented. On (B)(6) 2019, neotract was informed that the patient returned to the physician's office on (B)(6) complaining of pain. An x-ray was performed and a needle fragment was observed in the bladder. The needle was successfully flushed from the bladder. The physician reported that the patient is doing well and continues to experience normal and expected mild urinary symptoms post procedure.